Event description:
I have been using renu since 1996, when I first started wearing soft contacts. I still wear soft contact lenses today, but lately my left eye has become real tender to the touch for the past couple of months, itching and leaks liquid on occasions, but I just assumed it was nearing allergy season and one of the symptoms of having allergies is tender spots on the face -sinuses and all-. But it's only my left eye that is tender. I also have a bubble of some sort in the bottom of my right eye, I wish I could email you all a picture. My eye dr asked me a while ago what I had been using, but I told him the only thing I put in my eyes is my contacts and use renu saline solution since wearing contacts. I always admired bausch and lomb name in the industry. But when I heard about this recall recently I am very scared from hearing what could result from their product with moisutre loc as I have been spending a good deal of money on the product since it came out. Event abated after use stopped.